Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of recurrent peritonitis and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to customer service that a peritoneal dialysis (pd) patient is switching to in-center hemodialysis due to reoccurring peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. There are no known documented events of peritonitis for this patient. It is unknown how many times the patient was diagnosed with peritonitis as no information was provided.

Event description:
A registered nurse (rn) reported to customer service that a peritoneal dialysis (pd) patient is switching to in-center hemodialysis due to reoccurring peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. There are no known documented events of peritonitis for this patient. It is unknown how many times the patient was diagnosed with peritonitis as no information was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported to customer service that a peritoneal dialysis (pd) patient is switching to in-center hemodialysis due to reoccurring peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. There are no known documented events of peritonitis for this patient. It is unknown how many times the patient was diagnosed with peritonitis as no information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.